Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, multiple occlusion alarms occurred. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. It was also reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. The customer experienced a blood glucose (bg) level between 400 mg/dl and a bg level displayed as "high" on the continuous glucose monitor. Bg was addressed via manual injection.